Event description:
It was reported that patient presented for revision of right thr due to recurrent dislocation and clicking noise. Ceramic liner found to be fractured at the time of surgery. It was further reported by the surgeon that the initial alignment was wrong.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.